Manufacturer narrative:
The product was not returned for evaluation. The reported complaint involves the sterility of a dropped device prior to use in the patient. Sterility of a dropped device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, prior to use, a ruby coil was inadvertently dropped on the floor upon removal from the sterile packaging; therefore, it was not used in the procedure. The procedure was completed using additional ruby coils.